Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, the monitor displayed a service code 202 (pt parameters corrupt) and code 108 (non-critical database error). The last pt to use this monitor did not report any problems.

Manufacturer narrative:
Device eval summary - device eval of monitor sn (B)(4) has been completed. The cause of the problem was isolated to intermittent bga connections on flash components u102 and u105 on the ca board. The intermittent connection is likely due to a fractured solder connection induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the fractured connection may have been accelerated through rough handling. Root cause analysis of similar events found that excessive strain on the printed circuit assembly (pca) from severe impact can cause fractured solder connections. A mechanical design change to reduce the pca strain was submitted for FDA review on (B)(4) 2012 and is currently under review. No adverse event resulted from the defective monitor. The last pt to use this monitor did not report any deficiencies.